Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7543610) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's vision decreased and an anterior lens vault was noted in the right eye post implant. Yag procedure and vitrectomy were performed and the surgeon continues to monitor and evaluate treatment options.